Event description:
Customer feedback: false positives, requesting refund.

Manufacturer narrative:
1 ihealth labs, inc., customer service has followed up via email indicating the request for full refund has been denied, in addition with providing a detailed explanation on a negative test result could not rule out covid-19 and therefore, should not be used as the sole basis for treatment or patient management decisions. 2 initial report suggested there were no medical intervention or treatment provided; however the current status of the patient is unknown .unable to determine if the patient had followed the instructions for use as instructed; if not, potentially contributed to the false negative outcomes. 3 corresponding to the production batch of product retention samples (lot:221co20105-01) again , the test was pass.